Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device pocket revision procedure on (B)(6) 2018. The patient had reportedly been feeling discomfort near the pocket so the physician elected to move the pulse generator to a sub-pectoral location. During the procedure, the patient's right atrial lead dislodged. The lead was removed and replaced. The patient was asymptomatic as a result and was stable throughout the procedure.